Event description:
It was reported that the user experienced a low blood glucose while using the ilet bionic pancreas, with the pump displaying 74 mg/dl and a confirmatory fingerstick of 78 mg/dl, and the user attributed the event to prolonged time without food; the user self-treated with oral glucose tablets, no alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included no long-term impairment and no hospitalization. Investigation included review of user-reported event details and device use context. Investigation of this case revealed no device malfunction or alarm behavior and no device component issue was identified, with the event consistent with user-related factors such as missed or delayed carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive regarding device contribution and likely related to user circumstances. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.